Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site. The cse performed a total service call. The cse discovered that the customer was not selecting the correct tube type when running tests for pediatric samples when loading on to the sample tray. The cse instructed the customer to select the correct tube type and also instructed on the set up of the pediatric cup container type on the system. The cse tested the container set up and verified that the instrument was working without error. The quality controls were within range on the day of the event. A siemens headquarter support center (hsc) reviewed the service activity and concluded that the issue was not related to reagent lot or method but was a result of operator error. The issue was resolved with customer education and training. The cause of the discordant, falsely depressed tpc and glu3 results on patient samples was due to an operator error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed total protein ii, concentrated (tpc) and glucose hexokinase_3 (glu3) results were obtained on two pediatric patients cerebral spinal fluid (csf) samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tpc and glu3 results.